Event description:
As reported: tubing exploded while priming set with chemo therapy medication. No injury occurred as a result of this complaint.

Manufacturer narrative:
The device was not returned for evaluation. No lot number information or product code information was available. With the limited information no conclusions could be drawn. No clinical injury to patient.